Manufacturer narrative:
(B)(4). It was reported that the patient experienced recurrent hernia, adhesion, infection, nerve damage and stinging sensation. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that patient underwent an additional surgery and mesh was removed. No details are reported regarding the removal surgery. It was reported that the patient continues to experience stomach pain and a burning sensation in the implant site ¿since the multiple procedures and hernia mesh implant.¿ no additional information was provided.